Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found that the encoder shaft was sticky. The autopulse platform is a reusable device and was manufactured on 04/06/2015. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and no discrepancies were observed. The autopulse platform did not power up, therefore, no functional testing could be performed. Further testing showed that when batteries were inserted into the battery bay and the battery connector was not fully contacting to the battery cable connector. In summary the customer's reported complaint is confirmed during functional testing. The root cause was due to the battery connector not fully contacting to the battery cable connector causing interruption of the power distributed to the entire autopulse. The autopulse would not turn on due to the damaged/broken two back rivet joint nuts of the battery cable connector holding the connector to the battery bay. The battery cable was replaced. The platform passed all final functional testing criteria

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a product demonstration it was reported that the customer inserted a battery into the autopulse platform (s/n: (B)(4)) and the device did not power on. Despite replacing the battery multiple times, the issue was not resolved. According to the reporter, it was later discovered that the customer did not remove the black battery pin cover prior to inserting it into the platform and may have broken something inside. No patient involvement was reported.